Event description:
During evaluation of a returned spectrum infusion pump, 161 occurrences of 'downstream occlusion' alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The downstream occlusion alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The force sensor assembly, force sensor pusher, input/output printed circuit board, downstream tubing guide and force sensor gasket were replaced.